Event description:
The customer reported being hospitalized due to high blood glucose of 450mg/dl. The customer's recent glucose reading was 280mg/dl, and she has treated with manual injections. The customer stated that the events leading to her admission was urinating frequently. Troubleshooting was performed. The programming, time, and date were correct. Ran a rewind and prime test and the insulin did exit. Advised the customer that a tubing clamp will be sent and to call back when it arrives to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.